Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). When the surgeon attempted to put set screw back into the ins it would not go back in and torque down. The set screw had come out with the torque wrench when physician was attempting to re introduce the lead tail into the ins for better connection. The scrub tech was able to put set screw back into the ins and it did engage with the torque wrench normally. However, the surgeon requested that a new 977119 be opened and implanted and elected not to use the already opened 977119 ins. The cause was unknown.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). When the surgeon attempted to put set screw back into the ins it would not go back in and torque down. The set screw had come out with the torque wrench when physician was attempting to re introduce the lead tail into the ins for better connection. The scrub tech was able to put set screw back into the ins and it did engage with the torque wrench normally. However, the surgeon requested that a new 977119 be opened and implanted and elected not to use the already opened 977119 ins. The cause was unknown. Patient was admitted routinely per hcp when a patient has undergone surgical paddle lead placement. The patients existing lead had impedance issues which was also identified during the procedure and therefore the surgeon also elected to replace patients lead as well. It is unknown if there were impedance issues prior to this surgery as the patient¿s 97714 was at eos and lead impedances were unable to be verified.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6)2024 product type lead product ID neu_wrench_acc. Product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Coding has been updated. H3: analysis of the ins (s/n:(B)(6) revealed that all of the balseal connectors was damaged in the connector port. The setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. Visual examination revealed a punchout hole in the 0 connector block setscrew grommet; however, testing of the programmable features and output ranges determined that the implantable neurostimulator (ins) was functioning normally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.